Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the trocar valve seem broken during a vitreoretinal procedure. There was no patient harm. Additional information and product sample have been requested. No updates have been received.

Manufacturer narrative:
A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed.(B)(4)

Manufacturer narrative:
No sample was returned to manufacturing site. Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. The custom pak was composed of two lots. For the first lot, sixteen 25 ga valve entry component lots were used to make up the final lot. A device history record review for each of the component lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly (septum damage) that could have contributed to the customer complaint. Four lots were reprocessed for anomalies that did not contribute to the customer complaint. The device history record reviews do not point to a root cause because the lot was reprocessed and the product was released in accordance with all product acceptance criteria. Eleven lots had no anomalies found based on the device history record reviews. For the second lot, six 25 ga valve entry component lots were used to make up the final lot. A device history record review for each of the component lots was conducted. According to the reviews three lots were reprocessed for anomalies that did not contribute to the customer complaint. Three lots had no anomalies. The product was released in accordance with all product acceptance criteria. The root cause for the defects experienced by the customer could not be determined, because no sample was returned and the device history review (DHR) of the lot number provided indicated product was released according to the product¿s acceptance criteria. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. Both of the reported lots for this complaint include affected manufacturing lots.